Event description:
It was reported that a patient experienced less that 50% therapy relief. Impedance measurements showed high impedances, greater than 10,000 ohms on all contacts. The lead was replaced on (B)(6) 2013. It was reported that the patient's status was alive with no injury or adverse event. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0205764651, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the lead (lot#v961387) found the stimulation lead conductor was broken. The anchor site was unknown. The #10 and 11 conductors were broken 11.5 cm from the proximal end. All conductors #0-7 were broken 7.4 cm from the proximal end. (B)(4).

Manufacturer narrative:
Analysis of the lead found the stimulation lead conductor was broken. The anchor site was unknown. The #10 and 11 conductors were broken 11.5 cm from the proximal end. All conductors #0-7 were broken 7.4 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.